Event description:
This pt (age and gender unk) was presented to the intervention lab for an angioplasty procedure of the anterior tibial artery (side unk). The vessel was descrived as severely calcified. A 90% stenosis was present. The physician made access to the pt using a contralateral approach. The info received states that the physician accessed the lesion easily with a guidewire. The physician irradiated the target lesion with the excimer laser. He used the balloon for post-dilatation, but the balloon ruptured at 8atm on it's first inflation. The balloon was safety removed from the pt. There was no info as to how the procedure was completed. There was no reported injury to the pt.